Event description:
It was reported that the day after the patient had the wound stitches removed, this insertable cardiac monitor (icm) started falling out of the patient's body. The patient got the icm further explanted on that day. Reportedly, the patient will receive another icm implant at a later date. Also, as per information from the field representative, the patient was performing physical activity the day after implant, and the device started falling out. No additional adverse patient effects were reported. The product is not expected to be returned. The complaint device was not returned to boston scientific, product analysis could not be performed.